Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red itchy skin looks like a patch of acne. The patient also has open wounds just underneath the two te pads in the back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cloprimazole betamephasone dipropionate cream 1%. For the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.